Manufacturer narrative:
The use of hydrelle in lips is not indicated in the product labeling.

Event description:
The patient was injected by nurse with hydrelle in the lips and developed swelling approximately 5 weeks after the injection. Indurations around the injection sites were also reported. Patient was treated with kenalog (2 mg) and hyaloronidase.